Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 461 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer delivered a bolus and administered a manual injection of insulin in an attempt to treat bg level. Customer was treated with intravenous fluids of saline and insulin, as well as antibiotics while in the hospital. Customer was released on (B)(6) 2024 with the issue resolved and no permanent damage.